Event description:
It was reported that "at the end of the surgical procedure when the fascial closure device was used it was noted that there was a piece missing from the device after it was removed from the patient. The missing piece was found on x-ray in the patient's fascia, and the surgeon was able to retrieve it". No report of patient harm or injury.

Manufacturer narrative:
(B)(4).